Manufacturer narrative:
Product complaint # (B)(4). Batch # r58u1e investigation summary, the analysis results showed that one ecr45b reload was received partially fired 1/10. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r58u1e. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
Staples malformed. It was reported that during the lobectomy, when severing the pulmonary parenchyma, after fired, noted the staples malformed with straight leg. Another new ecr45b was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.